Event description:
The patient presented to the ed with symptoms of sepsis and left ventricular assist device (lvad) dysfunction. Upon arrival to ed the patient complained of chest pain radiating down his left arm. His lvad had no appreciable hum and lvad values were grossly abnormal with no flow reading, pi of 1, and watts of 19.2. The patient also had elevated ldh of 1042. The patient would transfer to cardiac ICU where he would continue to decline in status and ultimately expire within a couple of days.